Event description:
Rptr has had different pain since device, bladder problems numbness in right leg, severe pain all the way down leg. Some pain same as before and muscle spasms in lower back almost constantly. Device interferes with personal life also.